Event description:
Functio laesa [general physical health deterioration], severe bilateral inflammatory reaction of the knees [arthritis], swelling of both knees [joint swelling], intra-articular infection [arthritis infective], daytime and nighttimes pain [arthralgia], increase of body temperature [body temperature increased], limping [gait disturbance]. Case description: spontaneous report rec'd on (B)(6) 2011, from a physical and re-adaptation medicine physician regarding a (B)(6) male pt, initials (B)(6), with a medical history of bilateral gonarthritis, pain in 1995 especially in the right knee, asthma bronchial, chronic gastritis, and bilateral internal menisectomy in 1994 and 1995. Imaging of both knees was performed in (B)(6) 2011, because of bilateral gonarthritis-related pain. Examination revealed bilateral genu varum of 6 degrees with no more femoro-tibial joint space. The pt was able to walk for 30 mins w/o pain on a flat ground. There was no nocturnal pain. It was decided to first try synvisc-one prior to discussing osteotomy surgery. The pt rec'd synvisc-one into both knees on an unk date in (B)(6) 2011. Approx 10 days following the injection in (B)(6) 2011, the pt experienced severe inflammatory reaction on both knees characterized by swelling of both knees, functio laesa, and daytime and nighttime pain. The pt was hospitalized on an unk date in (B)(6) 2011. Blood work-up on admission showed the following results: esr (erythrocyte sedimentation rate) westergren=3/11 mm, crp (c-reactive protein)=nl (normal) and wbc (white blood cell) count=6230/mm3. A second blood work-up was performed days later and showed the following results: esr westergren=64/99 mm, crp=69 mg/l, and wbc count=9660/mm3. Mild increase of body temperature was also present. Of note, the pt had a concurrent condition of bronchitis. No knee joint puncture or synovial fluid analysis was performed during hospitalization. The attending physician had placed the pt on therapy with amoxicillin/clavulanic acid (augmentin). At the time of this report, it was day 15 following the inflammatory reaction. On clinical examination, there was no effusion and joint mobility was satisfying. One knee was still painful and the pt was limping. The physician's hypothesis was that he had no formal argument in favor of an intra-articular infection with regard to only short time antibiotic treatment, satisfying clinical improvement and absence of fever. It was also difficult to assess events as definitely related to synvisc-one injection. The synvisc lot number was not provided. No further info was provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirements to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.